Event description:
Procedure type: low anterior resection. According to the reporter: stapler created circular staple line but did not cut out stoma, the stapler fired only part way. A hartman procedure was performed resulting in a temporary colostomy. Patient will have to be readmitted for surgical procedure to take down colostomy and re-establish gi tract continuity. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).